Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire coating detachment occurred. The 99% stenosed and calcified lesion was located in left iliac artery (lia). Access was obtained via the left brachial artery and an unspecified 7f long sheath and another MFR's 0.035 guide wire were placed. The guide wire was removed and the 0.035 amplatz guide wire was inserted with an unspecified 4fr pigtail angiographic catheter. The angiographic catheter was removed and a wanda 8.0mm x 4.0mm balloon catheter was advanced along the guide wire with resistance, but was able to cross the lesion. The balloon ruptured at 10atms on the first inflation. A second wanda 8.0mm x 4.0mm balloon catheter was advanced along the guide wire, however, "strong" resistance was encountered and the balloon catheter became "stuck" on the guide wire prior to reaching the lesion. The physician attempted to remove the device by applying flush solution which allowed the balloon catheter to be successfully removed from the pt. Upon removal of the guide wire, it was noted that approx 1cm of coating had come off an unspecified location on the guide wire. It was presumed that the coating remained inside the pt. The procedure was successfully completed with another MFR's guide wire. The pt's status is reported as "no problem".